Manufacturer narrative:
Evaluation of the ventilator logs show that gas was delivered and the alarms both visual and audible were generated all the time. The technical logs have no entry on the day of event indicating that there was no ventilator malfunction on the day of event. The logs show that the event occurred between 21:01:25 and 21:02:52. The apnea time alarm was set at 45 seconds and ventilation was in the pressure support mode. This is a patient initiated breathing mode and the ventilator does not deliver mandatory breaths. The ventilator will automatically switch over to a back-up mode when the set apnea time alarm limit is exceeded. Prior to the automatic switch over, the ventilator was manually switched to the pressure control mode at 21:02:52. The apnea alarm is also logged at the time of the switch over which implies failed inspiratory efforts from the patient. Our conclusion is that there was no ventilator malfunction. The ventilator functioned and alarmed as it should under the prevailing circumstances. The reported event was caused by the chosen mode of ventilation, the ventilator settings and probably the health state of the patient who could not initiate breathing as required in the pressure support mode. The hospital biomed found the ventilator functioning normally after the event. It passed the pre-use checks, no parts were replaced and it was put back in service. Maquet inc. Submits this report on behalf of the device manufacturing facility. Maquet critical ab provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reports that while a patient was connected to the ventilator, the users observed that the ventilator stopped without alarms. The curves were, however, still visible on the screen. The patient was disconnected from the ventilator and connected to another ventilator. There was no patient injury.